Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient who underwent primary breast augmentation with two 350cc mentor memorygel breast implants, suffered right breast hardening and capsular contracture; baker grade ii, post-procedure. The capsular contracture was diagnosed via physical examination. As a result, the patient underwent implant explantation on (B)(6) 2020. Two product information were provided, however, it was not specified which side each belonged to, so both serial numbers will be provided ((B)(4)). A supplemental report will be submitted upon receipt of clarifying information.